Event description:
It was reported to philips that the system failed to start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to startup, it was stuck at 00:00 countdown page. Upon troubleshooting, fse found that there was no power in the power supply and ipc, and the fuse for power supply was damaged. To resolve this issue, fse replaced the fuse f12, power supply and ipc. The defective power supply and geo ipc were returned to philips for analysis and the cause of power supply failure couldn¿t be conclusively determined by supplier part analysis and there was power supply failure in the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.